Event description:
Customer called to report elevated bg levels (292-465 mg/dl, moderate ketones). Cannula and site looked clean, with no wetness. She was able to activate a new pod successfully and returned suspect pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.